Event description:
A pt reported experiencing inaccurate low results with a lifescan meter. The pt's blood glucose results were 90 mg/dl vs. 170 lab. Tests were done within 11-20 minutes with a difference of 41%. Pt did not experience any adverse events. No further info has been reported.